Manufacturer narrative:
Concomitant products: ddmb1d1 ICD, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right atrial (ra) lead exhibited possible undersensing and possible loss of capture during current electrogram (egm). The ra lead remains in use. No patient complications have been reported as a result of this event.